Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. During the procedure, the contralateral leg component was unintentionally landed in the right external iliac artery. The physician pushed up the distal end of the endoprosthesis about 1 cm by a balloon. However, the right internal iliac artery was still partially (about 5 mm) covered. The physician concluded the procedure, and the patient tolerated the procedure.